Manufacturer narrative:
(B)(4). Batch #: u95901. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during a rectosigmoidectomy the teflon clamp loosened. The shears presented teflon detachment from the jaw. The device required replacement. No patient consequences reported. No further information is available.